Event description:
The customer reports having received a reading of 169 mg/dl on the adc meter and dosing with insulin accordingly. The customer then reports having lost consciousness and having seizures. Paramedics reported a glucose reading of 10mg/dl compared to a reading 277 mg/dl on the customer's meter. The customer was treated for severe hypoglycemia with IV fluids with glucose.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.